Event description:
The balloon got abnormal inflation. It resembled the model of a snowman. Upon evaluation on 3/6/03 the catheter balloon was found to be ruptured therefore the complaint was filed with FDA.